Event description:
The customer reported being hospitalized due to high blood glucose of 508mg/dl. Troubleshooting was performed. The customer stated that there were no changes in the programming, and no alarms were found in the alarm history. The customer was not connected to the insulin pump at the time, and has reverted to manual injections. Assisted the customer to change the infusion set and to perform the fixed prime test. The customer stated that the insulin did exit. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.